Event description:
According to the clinical nurse, stenting procedure was attempted by the physician (very experienced with cook's stents). Position was quite tight, as the physician ordered deployment there was just significant "crunching" sound coming from the handle/deployment system. Item collected from num office who did not have anymore information on the issue experienced during procedure.

Manufacturer narrative:
This specific evolution device is currently not registered for sale in the us. However, this device is considered 'similar' to other metal biliary stents/sets (evolution) devices currently marketed in the us. The 510(k) number provided is of the device considered 'similar'. Cook ireland ltd (manufacturer) is submitting this report on behalf of cook medical incorporated (cmi)(importer). Exemption number: e2016031. Information pertaining (B)(4). Importer site establishment registration number: (B)(4). The device involved in the complaint was evaluated in the laboratory on 27th march. No defect found in the laboratory, device functioned as intended prior to distribution all evo-fc-10-11-6-b devices are subjected to a visual inspection and functional checks to ensure device integrity. These inspections and functional checks are outlined in internal procedures in place at cirl a review of the manufacturing records for evo-fc-10-11-6-b device of lot number c1552371 did not reveal any discrepancies that could have contributed to this issue. There is no evidence to suggest that this issue affects the entire lot #c1552371; upon review of complaints this failure mode has not occurred previously with this lot #c1552371. The instructions for use ifu0062-5 which accompanies this device instructs the user to "visually inspect with particular attention to kinks, bends and breaks. If abnormality is detected that would prohibit proper working condition, do not use." There is no evidence to suggest that the customer did not follow the instructions for use ifu0062-5. A definitive root cause could not be determined as the circumstances of use cannot be replicated in the laboratory. A possible root cause could be attributed to tight position as per information provided, as the device when returned for evaluation functioned as intended. No adverse effects have been reported. Stent was partially deployed on removal from patient. As per additional information received "patient not affected" complaint is confirmed based on the customers testimony as the clinical setting that could impact on the functionality of the device cannot be replicated in the laboratory. Complaints of this nature will continue to be monitored for potential emerging trends..

Manufacturer narrative:
This specific evolution device is currently not registered for sale in the us. However, this device is considered 'similar' to other metal biliary stents/sets (evolution) devices currently marketed in the us. The 510(k) number provided is of the device considered 'similar'. Cook ireland ltd (manufacturer) is submitting this report on behalf of cook medical incorporated (cmi)(importer). Exemption number: e2016031. Information pertaining to section g.1 as follows: importer site contact and address: (B)(4) cook medical incorporated (cmi) 1025 acuff road p.o box 4195 bloomington indiana 47402-4195. Importer site establishment registration number: 3005580113. Investigation is still pending, a follow up MDR will be submitted to include the investigation conclusions.

Event description:
According to the clinical nurse, stenting procedure was attempted by the physician (very experienced with cook's stents). Position was quite tight, as the physician ordered deployment there was just significant "crunching" sound coming from the handle/deployment system. Item collected from (B)(6) office who did not have anymore information on the issue experienced during procedure.